Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. Internal evaluation of the device found contamination to one of the flow sensors on the oxygen blending module board. The device's oxygen blending module flow sensor was cleaned to address the issue.